Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer therefore, unavailable for a physical evaluation. This complaint cannot be confirmed. No non-conformances were identified for this part number, lot number combination per qlik query executed on 4/25/2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via phone that during the arthroscopic meniscus repair the omnispan meniscal repair 27 degree was damaged. After two fired, they removed the needle and noted the sleeve tube detached from the needle. When they tightened the suture, two plates were off. All the pieces were retrieved. All three devices are with same issue. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.